Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation result: handle cannula detached. Investigation results: visual evaluation of the returned product found the handle cannula detached. The handle presented marks of the handle assembly process. The complaint was confirmed; the handle cannula detachment did not allow the snare loop to be retracted back into the sheath. The most probable root cause for this event is undeterminable. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician extended the snare loop and placed it around the polyp. He attempted to remove the polyp by pulling the handle, but the loop was unable to retract back into the sheath. The procedure was completed using a competitor snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: handle cannula detached.